Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for review and search the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain and poly wear.